Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" and "scan again in 10 minutes" error messages with the adc device. The customer was therefore unable to obtain sensor readings and experienced a hypoglycemic episode. The customer experienced a loss of consciousness and was treated with glucogel gel 40% by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" and "scan again in 10 minutes" error messages with the adc device. The customer was therefore unable to obtain sensor readings and experienced a hypoglycemic episode. The customer experienced a loss of consciousness and was treated with glucogel gel 40% by a third-party. There was no report of death or permanent injury associated with this event.